Manufacturer narrative:
No information provided regarding impact or consequence to the patient (2692). Through clinical simulation with a retained sample (11), as well as through evaluation of the actual/suspect device (10), the staples jamming in the clip applier (1384) relates to firing the handle too fast and causing an interlock (61). When the device interlocks, the clip cannot be sent to its correct position for application (3213). Attempting to apply the clip in an incorrect positon will result in unshaped clips. A historical review of complaints (4109) determined no other complaints of this nature have been reported.

Event description:
This report summarizes a previously unreported malfunction. The distributor reported that the doctor was unable to clip the vessel and duct (of a patient and during surgery) due to staples jamming in the clip applier.